Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a vela suprarenal. A scan was performed 9 days post procedure revealing a 1a endoleak. Reportedly, this case was performed emergently, and was off label. The patient is doing well and is being monitored. There has been no patient sequelae reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 1a endoleak. Clinical was able to find substantial evidence to support the following additional finding of an intraoperative stent cage migration (add'l stent placement), renal artery stenosis due to suboptimal placement of second sr cuff and off label use of an sr cuff in the lcia (inadequate stent availability at implant). At two (2) weeks post implant there was readmission for pain, acquired staphylococcus infection from a recent evar (rule out mycotic aneurysm and/or stent infection), an indeterminate endoleak (el2 v el1b) of right common iliac artery and a type 1b endoleak of the left common iliac artery. The most likely cause of the intraoperative stent graft migration (1.2 cm) and a proximal loss of seal was the off label aortic neck anatomy. This anatomy likely contributed to the partial covering of the renal arteries (unintentional user error). The most likely cause of the right sided, distal loss of seal was the cautionary product use condition of calcifications at the seal zone, in combination with an off label iliac anatomy. The most likely cause of the left sided, posterior endoleak could not be determined (indeterminate endoleak). There was no evidence of a repair procedure. Two weeks post implant, the patient was readmitted for abdominal and back pain, and, a hospital acquired infection (procedure-related). The final patient disposition could not be determined due to the lack of medical information. There has been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.